Event description:
A 1.7mm right-angle cryoprobe frosting during pre-testing prior to a percutenous pancreas procedure in (B)(6).

Manufacturer narrative:
Device received 07/29/2013, evaluation in progress.

Manufacturer narrative:
Device evaluated and reported issue confirmed. Shaft frosting is due to a vacuum sleeve failure.